Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ping meter will prompt for the apple sample icon and will not give a reading when a sample is applied to the test strip. During troubleshooting, the customer care advocate noted there was product misuse. Reportedly, the subject meter was run through a washing machine prior to the issue. There was no report of a serious injury due to the alleged issue. Based on the customer service troubleshooting, there was no evidence that the product malfunctioned since there was product misuse. On (B)(6) 2011, the meter involved with this complaint was returned to lifescan and was evaluated by the product analysis group on (B)(6) 2011. Investigation found that there was contamination on the pcb and the battery was low/dead. This complaint is being reported due to the failed device investigations.

Manufacturer narrative:
The 510(k) # is k082590.